Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to fluid. Blood glucose level at the time of the incident was not provided. The customer stated that there was fluid under the display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and minor scratches on the display window.